Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indication for use was non-malignant pain. The pump pocket was very large and led to the pump flipping. The health care provider (hcp) surgically moved the pump to the other side of the abdomen to an appropriate pocket size.

Event description:
Additional information from the manufacturing representative clarified that they learned of the complaint through the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.